Manufacturer narrative:
Concomitant medical products: tibial insert (cat# 02-012-65-4013), tibial tray (cat# 02-012-45-4040), tibial stem extension (cat# 02-012-60-1440), patellar (cat# 200-02-38). Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported by the (B)(6) knee replacement study, approximately 3.5 years post tka, the patient complains that his left knee pops out of place frequently. Phone interview done. Patient will not come into office d/t covid. The event is possibly related to the device or the procedure.

Manufacturer narrative:
After further review of additional information received the following sections g3, g7, h2, h3 and h6 have been updated accordingly. (H3) as reported by the exactech knee replacement study, approximately 3.5 years post ltka, the patient complains that his left knee pops out of place frequently. Phone interview done. Patient will not come into office d/t covid. The event is possibly related to the device or the procedure. Revision has not been completed and devices remain implanted. Based on review of all available information, there is no evidence to suggest that the reported dislocation and potential revision are related to any design, manufacturing, or patient related issues. The cause of the revision is most likely is related to the patient¿s underlying condition; however, that could not be confirmed.